Manufacturer narrative:
It was reported by the hospital contact that the physician wanted to coil the aneurysm with the microcoil (641cx0202/c15302). During pushing the microcoil through the microcatheter (details unknown) the coil detached in the sheath of the microcoil. The procedure was completed with a same like product (details unknown). The product was stored according to labeling instructions. It was initially reported that the product will not be returned. An adequate continuous flush was maintained through the microcatheter at all times. The target vessel was a. Femoralis which was not calcified and not tortuous. There was no resistance between the guidewire and microcatheter when accessing the target site. There was resistance during advancement of the coil through the microcatheter hub. The coil was not used like a guidewire to reposition the microcatheter. It is unknown if a one to one relationship between the coil and delivery tube was verified with fluoro prior to repositioning. The same microcatheter was used to complete the procedure. There was no clinically significant delay in the procedure due to the event. Based on the information, the event was not confirmed. The product was not returned for analysis; however, procedural factors may have contributed to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is an initial/final report. Concomitant medical products and therapy dates: microcatheter (details unknown). Same like product (details unknown).

Event description:
It was reported by the hospital contact that the physician wanted to coil the aneurysm with the microcoil (641cx0202/c15302). During pushing the microcoil through the microcatheter (details unknown) the coil detached in the sheath of the microcoil. The procedure was completed with a same like product (details unknown). The product was stored according to labeling instructions. It was initially reported that the product will not be returned. An adequate continuous flush was maintained through the microcatheter at all times. The target vessel was a femoralis which was not calcified and not tortuous. There was no resistance between the guidewire and microcatheter when accessing the target site. There was resistance during advancement of the coil through the microcatheter hub. The coil was not used like a guidewire to reposition the microcatheter. It is unknown if a one to one relationship between the coil and delivery tube was verified with fluoro prior to repositioning. The same microcatheter was used to complete the procedure. There was no clinically significant delay in the procedure due to the event.